Event description:
It was reported that the left monitor on the 7700 system would intermittently flicker and go blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The connectors and boards were re-seated and the left monitor was replaced during the service call. The system was tested and found to be working as intended, and put back into service.